Event description:
Reporter stated that the lancet protrudes beyond the end-cap of the reporter stated that the lancet protrudes beyond the end-cap of the multiclix lancet device after firing. No adverse event associated with multiclix lancet device after firing. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation. Return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in the (B) (6).

Event description:
Reporter stated that the lancet protrudes beyond the end-cap of the multiclix lancet device after firing. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).